Event description:
It was reported that the patient came to the emergency room for abdominal pain. During the device check, it was noted that the patient was not capturing at implant settings with the right ventricular lead. When the pacing threshold was increased, the patient complained of abdominal pain. A chest x-ray was taken and the lead was noted to have perforated the septum. The patient was transferred to another hospital for treatment of pericarditis. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.